Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 2, 2018.   (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected and was noted to have dried buffer on the outside of the large bore cap and inside the threads. It was leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, and no leaks were noted. The large blue cap was then loosened and retightened with a calibrated torque wrench to production specification. It was pressurized with air submerged into a water bath, and pressurized up to 1030 mmhg. No leaks were noted. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside of the pouch. It was also leak tested, and no leaks were noted. The complaint was not confirmed, and a definitive root cause was not able to be determined. It is possible that the buffer solution was not completely wiped off the product after buffer fill during manufacturing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of investigation. Conclusions: conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, a leakage was found when the shunt sensor was unpacked. No patient involvement.